Event description:
During a cardiac ablation procedure using a therapy cool path ablation catheter, the irrigation port of the catheter became detached. The therapy cool path ablation catheter was prepped, flushed, and advanced into the left ventricle via a retrograde approach. After several minutes, blood was noted leaking from the catheter handle and the physician noted the irrigation port had become detached. The procedure was completed using a non-irrigated catheter with no consequences to the patient.